Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8352-50, serial #: (B)(4), description: coveredge x 32, 50 cm 4x8 surgical lead.

Event description:
A report was received that the patient's incision sites looked infected. The physician thought that the infection started in the old pocket site from a previous non bsc implant. Symptoms included fever, redness and swelling. The physician felt that the infection was not caused by the implant and the procedure. The patient was placed on antibiotics and underwent an explant procedure of the entire system.